Manufacturer narrative:
A manufacturer representative tested the equipment at the site. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a functional endoscopic sinus surgery (fess). It was reported that after registering with the tracer method, the site felt inaccurate posterior with both the straight suction and straight pointer. They re-registered with the tracer method, then the point merge method, then the 3-point tracer method, and in all instances they were inaccurate posterior. It was noted that the site felt 0.5 centimeters anterior. The site mentioned that the exams were from (B)(6) 2018 but both surgeons stated the patient's anatomy had not changed. To proceed with the case, the site used the point merge registration as a guide and also relied on anatomy. It was noted that the surgeon said navigation was not critical for this case. There was less than an hour delay in the procedure, and there was no impact on patient outcome. The archives were received and reviewed. The submitted archives did follow imaging protocol. However, the entire anatomy is available and the trace was done as if the top of the head was missing. Few points were below the skin as well. It was recommended to broaden the tracing region with lighter touch, avoiding temple and other soft regions.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.